Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had possible under delivery anomaly. The customer¿s blood glucose level was over 300 mg/dl. The customer stated that the drive support cap was normal. The customer was treated with syringe. The insulin pump and reservoir will not be returned for analysis.